Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging issues after a non-device related surgery wherein it was reported that electrocautery was used during the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having charging issues after a non-device related surgery wherein it was reported that electrocautery was used during the procedure. A bsn representative analyzed the ipg database and confirmed premature battery depletion. An ipg replacement has been recommended. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4).